Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on a post-market clinical follow up activity review (pmcf) ¿cerclages vs. Poller screws as a reduction and stabilization aid for retrograde intramedullary nailing of the femur¿, 1 patient suffered from a mechanical complication after having a right femur internal fixation procedure with the trigen system on (B)(6) 2013. This patient reported articular stiffness in the knee. The patient underwent a revision surgery with nail removal on (B)(6) 2014 to address the issue. The outcome of the patient is unknown. The information provided is anonymized; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).